Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a hole in the tubing next to the drip chamber. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sample was in the original package but opened, all parts were present and correctly assembled according to the drawing. Air at a pressure of eight (8) pounds per square inch was applied to the sample under water, and bubbling was evidenced. The reported condition was verified. The cause was determined to be due to excess solvent in the assembly chamber to tube during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.